Event description:
Adverse event: induced astigmatism. A laser technician reported residual astigmatism following refractive surgery. There aren't any pts that the surgeon has a specific concern about, the surgeon just wants the laser verified. The laser technician stated, on authority from the surgeon, that none of the pts have been harmed or injured and the surgeon declined providing additional info.

Manufacturer narrative:
Determination of root cause: assessment: during the onsite investigation, the territory manager tested the system and found no problems. A successful system verification to specifications has performed. A review of the complaint database for the 12 months prior to receipt of this event shows no similar complaints have been received for this system. Non-product factors including pt response to the laser ablation, pt healing characteristics and preoperative pt selection could not be reviewed because the surgeon declined to provide any pt specific info, including pt records. Conclusion: based on the results of the investigation of product and non-product factors, the device was not found to be a contributor to the induced astigmatism. However, the non-product related factors mentioned above may have been contributors. (B) (4)